Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus thailand. (Oth). Oth evaluated the subject device and confirmed that there was no irregularity in the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy to diagnose stomachache, the user facility noticed that the patient had hurt and some bleeding in the large intestine. The procedure was completed with the subject device and no treatment was required. The patient was discharged from the user facility on the procedure date. There was no report of further patient injury with the event. It was reported that the user facility assumed that the incident was caused by operating the device with excessive force.